Event description:
It is reported that two .9mm k-wires broke postoperatively.

Manufacturer narrative:
Evaluation summary: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. Review of the device history records did not find any deviations or anomalies.